Event description:
It was reported that the patient died. The patient presented with poor left ventricular (lv) function and needs to undergo percutaneous coronary intervention (pci). The physician decided to do the pci with intra-aortic balloon pump (iabp). The target lesion was located in a coronary artery. The lesion was treated with stent implantation using 2.50x48mm and 3.0x16mm synergy drug-eluting stents and the procedure was completed. Post procedure, the patient felt better. Since the patient's lv function still not good enough, the iabp was kept in his body and was observed. Four days later, the patient died due to atrial fibrillation and no time to rescue. It was further reported that the 2 synergy stents did not contribute to the patient's death because the patient has a very poor lv function and it was confirmed that patient died due to heart failure.

Manufacturer narrative:
Device is a combination product.

Event description:
It was reported that the patient died. The patient presented with poor left ventricular (lv) function and needs to undergo percutaneous coronary intervention (pci). The physician decided to do the pci with intra-aortic balloon pump (iabp). The target lesion was located in a coronary artery. The lesion was treated with stent implantation using 2.50x48mm and 3.0x16mm synergy drug-eluting stents and the procedure was completed. Post procedure, the patient felt better. Since the patient's lv function still not good enough, the iabp was kept in his body and was observed. Four days later, the patient died due to atrial fibrillation and no time to rescue.